Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. One 6fr glidesheath slender was returned for product evaluation. No other accessory components were returned. Visual inspection of the sheath revealed that the turn-dial and it's locking pin was found to be missing from the 3wsc. The turn-dial and the locking pin were not returned for evaluation. The 3wsc was viewed under microscope and minor scratches were noted on the 3wsc body, a small v-shaped crack was also noted. The sheath shaft was viewed under microscope and a kink was noted 4 cm from the sheath hub the complaint can be confirmed for mechanical separation. The cause of the event cannot be confirmed however it is likely the turn-dial had been turned past it's stopping point. The device only permits turning the dial 180 degrees from the point of the side tube. Per the product IFU, "do not turn the three way stop cock more than 180 degrees. The cock could misalign or come off and could cause blood leakage or it could shut down the path for the drug." The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that the ik sheath was missing the three way stop cock upon opening the sheath. The case was a left heart catheterization (lhc). There was no patient injury/medical or surgical intervention required. The patient was known to be in stable condition. The procedure was completed successfully with another sheath. Additional information was received on 08dec2020. The sheath is usually flushed with saline.